Event description:
On (B)(6) 2013, the reporter contacted animas alleging that one of her patients, a new pumper, had experienced low blood glucose (bg) shortly after attempting her first complete set change. The patient reports she did do a double bolus for breakfast and did then do a double cannula fill, which added to about 3 units extra. She did have problems figuring out the priming of the tubing and is uncertain if she was detached while priming. The set change was at 6:30 am and by 7:30 am her bg had dropped from 160 mg/dl to 36 mg/dl. Her husband was with her and she was able to drink juice and then added extra carbohydrates and brought her bg up to 90 mg/dl in 2 hours. The patient did contact her pump trainer and her bg management nurse. She disconnected her pump until this evening at 6 pm when her bg is now 195 mg/dl. There is no allegation of pump malfunction. This complaint is being reported because a patient experienced hypoglycemia after priming while possibly attached to the pump during the priming. User error cannot be discounted as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.